Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the attached pump cassette had errors. There were no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D4 - updated. H4 - updated. D7a - updated. D9 - date returned to MFR was 29-apr-2026. H3 and h6 ¿ updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. No anomalies were noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed. The probable cause of the reported problem: dso sensor out of calibration. Calibrated the sensor and all functional test of the device passed.